Manufacturer narrative:
(B)(4)-the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed (B)(4)

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant during the procedure, a wilson-cook cannula was inserted down the ercp endoscope utilizing the biopsy cap. However, when the physician attempted to advance a second unknown device down the endoscope, the device would not pass smoothly. It was determined that the sponge in the biopsy cap had detached into the working channel of the ercp endoscope. The endoscope was removed from the patient and sent out for repair in order to remove the detached sponge. The procedure was completed with a second ercp endoscope and the same microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.